Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . This medwatch is being filed to relay additional information. Visual inspection confirmed there were several pieces of large debris sealed inside the package of 2 cuffs. Debris exceeds acceptable specifications per packaging materials inspection zpc 8.400. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that during incoming inspection, there was foreign substance found in package. There was no patient involvement or impact. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: japan. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.